Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: (B)(4), model: db-2202-45, serial: (B)(4), batch: 5076611. Product family: dbs-linear leads, upn: (B)(4), model: db-2202-45, serial: (B)(4), batch: 7071617.

Event description:
It was reported that the patient was experiencing headaches. Magnetic resonance imaging (MRI) and blood work were negative for infection, fluid, and allergies. The patient was administered medication. The patient obtained a second opinion and that physician suspects that the patient may have a cerebral spinal fluid leak.